Event description:
It was reported by the surgeon to the sales rep, that the pt came in with pain. He took an x-ray and saw that the nail was broken. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if received, will be supplied on a supplemental report.